Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: it was identified during previous cases that the screw is concomitant for this reported failure (screw went through the plate). If any other information is provided indicating otherwise, the investigation will be reworked.

Event description:
The pharmacist at the clinic, reported the following event : "screws not implanted because they passed through the plate."

Event description:
The pharmacist at the clinic, reported the following event : "screws not implanted because they passed through the plate."